Manufacturer narrative:
Plant investigation: despite several requests neither the machine files nor additional photographs were provided to the manufacturer for physical evaluation. The reported thermal damage on the motherboard can be confirmed by means of the intake information and the provided feedback. The reported event was most likely caused by a power surge of the main power supply. As result one or more components of the electrical circuit of the display were damaged on the motherboard resulting in a blank display. The discolorations on the motherboard were most likely also caused by the power surge. A device history record (DHR) review was performed. The device was found to be conforming to the specifications and was confirmed to be released without any discrepancies. Additionally, a review of the instructions for use (IFU) or service manual (sm) was not performed because the failure pattern was not user related. As reported the problem was solved by replacing the motherboard.

Event description:
A user facility biomedical technician (biomed) reported that the motherboard of an aquacplus reverse osmosis (ro) system was burned. According to the biomed the thermal damage was located at the top of the motherboard and below the cable connection. The thermal damage was identified during an evaluation after the machine initially failed to power on correctly and the display would not turn on. There was no patient involvement associated with the reported issue. The biomed stated during followup that the motherboard was replaced which addressed the power issue as well as the identified thermal damage. The complaint sample is being returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 (investigation conclusions).

Event description:
A user facility biomedical technician (biomed) reported that the motherboard of an aquacplus reverse osmosis (ro) system was burned. According to the biomed the thermal damage was located at the top of the motherboard and below the cable connection. The thermal damage was identified during an evaluation after the machine initially failed to power on correctly and the display would not turn on. There was no patient involvement associated with the reported issue. The biomed stated during followup that the motherboard was replaced which addressed the power issue as well as the identified thermal damage. The complaint sample is being returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported that the motherboard of an aquacplus reverse osmosis (ro) system was burned. According to the biomed the thermal damage was located at the top of the motherboard and below the cable connection. The thermal damage was identified during an evaluation after the machine initially failed to power on correctly and the display would not turn on. There was no patient involvement associated with the reported issue. The biomed stated during followup that the motherboard was replaced which addressed the power issue as well as the identified thermal damage. The complaint sample is being returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.